Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under general anesthesia. According to the complainant, on (B)(6) 2019 during a planning magnetic resonance imaging (MRI), the spaceoar gel was noted to be asymmetrically placed and was present in the rectal wall. There were no serious injury or adverse patient events reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.